Event description:
During a feeding tube placement procedure the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. While pulling the feeding tube through the pt's stomach the tubing separated before placement was complete. The physician remained in control of the feeding tube at the patient's mouth. However, the physician elected to increase the abdominal incision to continue feeding tube placement. Clamps were used to finish pulling the tube through the stomach and into place. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The date of occurrence is one year ago. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: feeding tube separation can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a change has been implemented to reduce occurrences of tubing separation. Although the lot number was unable to be determined, because this occurred one year ago, this tube was manufactured prior to implementation of this change. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further corrective action is warranted at this time. No further corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.